Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone is not available / reported. Section h.4: the device manufacture date is not available. As the device lot number is not available / not reported. The full UDI is not available without the device manufacture date. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. No determination of causes and possible contributing factors could be made. As a result, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. Balloon rupture is a known potential complication associated with the emboguard balloon guide catheter (bcg). Balloon burst may result in dissection, perforation or other vessel damage. A torn/burst balloon could also lead to device separation and embolization, with the potential for ischemia or infarct. It is important to note that the device was not used in accordance with the instructions for use (IFU), which states that over-inflation of the balloon may result in balloon rupture and vessel damage. Users are also warned to avoid using the device in stented vessels as this may result in balloon/device damage. The physician acknowledged that the damage was attributed to either inflating the balloon within the carotid stent or using over the recommended maximum inflation volume. It was also reported that while using the device to aspirate a large number of clots from the internal carotid artery, a distal embolization occurred. While there is no evidence to suggest the emboguard bcg directly contributed to this event, an indirect correlation between the thromboembolism and balloon rupture cannot be ruled out entirely due to loss of flow arrest capability. Based on the information available, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient, a 77-year-old female underwent a stent placement and thrombectomy procedure; a 95cm emboguard 87 balloon guide catheter (bgc) (bg8795u / lot# unknown) was used. It was reported that prior to the procedure, ¿there was uncertainty over whether [the] restricted blood flow was due to stenosis or clot. Due to weakened vessel walls and moderate tortuosity in common carotid artery (cca) and lower, there was some access difficulty to start with. However, in upper cca and beyond tortuosity was minimal and became non-challenging, despite apparent narrow vessel diameter throughout the nv system. In first instance, the aim was to place a carotid stent to resolve stenosis in [the internal carotid artery] (ica). The stent used was a 7 x 30 monorail, which was placed using emboguard 95cm with a 5f select for diagnostic purposes. The stent was deployed in a good location; however, it was not fully open within the vessel, so a sterling balloon was used to conduct angioplasty and open the balloon. A fluoro run revealed some clotting in the ica and aspiration was conducted through the eg 95cm to such a large amount of clot out. Following this, another run revealed a distal m2 clot. A 5fr sofia and phenom-21 were used to access and aspirate the m2 clot out for a final result of mtici 2b, due to embolization following the final aspiration pass. At some point during the case, the eg balloon burst, although the doctor is uncertain when exactly this happened. He explained it likely happened due to inflation within the carotid stent or due to using too much inflation medium. He was not sure how much exactly he used, but it is confident it was over the recommended volume of 0.37 ml.¿ the target vessel of the procedure was the internal carotid artery (ica) initially, then to the m2 segment of the middle cerebral artery (mca). The vessel was weakened, tortuous, diseased vessel walls noted in the ica and the common carotid artery (cca). There was no resistance reported; the emboguard balloon catheter (bgc) did appear damaged once the balloon burst. The balloon portion of the bgc was not inspected by the operating at the end of the case to identify the exact site of the damage. The device was ¿potentially partially obstructed by the carotid stent.¿ there was no vessel injury or other complication reported. The final mtici score was 2b. There was no clinically significant delay in the procedure. The emboguard was thrown away and therefore, not available to be returned for evaluation and analysis. Five (5) passes were made. The following procedural set-up summary was reported: pass 1 base catheter: emboguard intermediate/aspiration catheter: none microcatheter: none stent: monorail 7x30. Pass 2 base catheter: emboguard balloon/angioplasty catheter: sterling microcatheter: none stent: monorail 7x30. Pass 3 base catheter: emboguard intermediate/aspiration catheter: none microcatheter: phenom-21 stent retriever: none. Pass 4 base catheter: emboguard intermediate/aspiration catheter: none microcatheter: none stent retriever: none pass 5 base catheter: emboguard intermediate/aspiration catheter: sofia aspiration catheter ¿ 5fr microcatheter: phenom-21 stent retriever: none on 31-mar-2026, additional information was received. Per the information, thromboembolism occurred due to final aspiration pass with the sofia catheter. The lot number of the device is not available.